Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the insulin pump wants to bolus on its own. Troubleshooting for keypad anomaly was performed. Customer advised the esc and act buttons get jammed and start to bolus without being pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No unlocked keypad connector on the lcd board noted. No scrolling numbers on the display noted. The pump had a cracked reservoir tube lip.